Manufacturer narrative:
The returned bit was evaluated. The tip was found to have twisted and fractured off in a manner consistent with screw removal. The cause cannot be determined but any of the following could have contributed: hard or fused bone at the screw implant location, inadequate seating of the driver in the screw head, or gradual wear of the device over time.

Event description:
It was reported that a removal screw driver bit was stripped during surgery. However, device evaluation by zimmer biomet personnel found that the tip has fractured off. The screw was still able to removed during the procedure and there were no reports of patient impacts associated with this event.